Event description:
A doctor alleged that a patient experienced darkening of their teeth (numbers 7,8, 9, and 10) after using tempbond clear to cement temporary restorations.

Manufacturer narrative:
The doctor cleaned the patient's teeth with pumice and hydrogen peroxide; however, he was unable to remove the discoloration. The doctor had the patient return twice for additional cleaning treatments in an effort to remove the discoloration; however, they were unsuccessful. After the doctor had the patient's veneers opaqued, they were placed with relyx unicem cement on (B)(6) 2012, without further incident. The product involved in the alleged incident was not returned; therefore, retain samples were evaluated and were found to meet product specifications. In addition, a DHR review indicated that there were no deviations from the manufacturing process and no similar complaints were received with regard to this lot.